Event description:
A field service engineer at the customer site has reported that a second system (9ft skylight) is suspected to have a crack in the detector arm.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. Internal cross reference: complaint pr# (B)(4). Initial MDR mailed on (B)(4), 2010.